Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the ra lead, along with the associated cardiac resynchronization therapy defibrillator right ventricular and left ventricular leads, was explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis. Additional information was received indicating that the patient had expired four days after system explant. No further information was provided.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the cardiac resynchronization therapy defibrillator along with the right ventricular, right atrial, and left ventricular leads were explanted. No additional adverse patient effects were reported. The ra lead was not returned for analysis.